Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms included redness, swelling, and drainage at the site. The physician did not believe that the infection was device related, but was unsure if it was procedure related or not. The patient was prescribed antibiotics and underwent a revision procedure wherein the lead was explanted. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms included redness, swelling, and drainage at the site. The physician did not believe that the infection was device related, but was unsure if it was procedure related or not. The patient was prescribed antibiotics and underwent a revision procedure wherein the lead was explanted. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was explanted with two leads and a clik anchor during the revision procedure on (B)(6) 2015. Additional suspect medical device components involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. Model#: sc-4316, lot #: 17109761, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.